Event description:
The customer called requesting assistance with changing the settings on her insulin pump. The caller stated that the doctor changed her settings while being in the hospital. The blood glucose reading was 350mg/dl. The customer had high glucose level due to her dialysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.